Manufacturer narrative:
Evaluation narrative - the product was not returned for evaluation. Without the return of the actual products involved, our investigation of this report is inconclusive. A review of the device history records did not reveal any discrepancies that would have caused or contributed to the reported incident. We will continue to monitor for any trend. (B)(4).

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis because the product remains implanted.

Event description:
It was reported that the right tibia was implanted into the left knee. The problem was discovered before the wound was closed. The surgeon examined x-rays of the knee and stated the knee looked fine and decided to leave it in the patient. No patient complications have been reported.